Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the knob for regulating the vacuum on the auxiliary o2 and suction module broke and became inoperable. There is no information regarding patient involvement. (B)(4).

Manufacturer narrative:
Our investigations into the reported issue showed that the plastic knob for regulating the vacuum on the suction unit had a locking ring that did not fully withstand the force that was applied to it when turning the knob from the off position. If the knob is turned counter-clockwise to its off position extra hard by the user, it may result in a damaged knob, the knob may then be difficult to turn clockwise in order to generate vacuum. A re-design of the locking ring will be implemented in the production line and as a spare part.